Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:not explanted as of this report. Issue with capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with unknown silicone breast implants which the patient states she is experiencing hardening; complicated issue doctor originally placed device in early 2004, later that year patient had the devices replaced for a larger size. Patient states that hardening occurred right away. Is unknown which side has the issue at the time of this report, mentor has received no information regarding explantation or an expected explantation date.